Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed a pass in the target using the jet7, 3maxc, and neuron max. Upon removal of the jet7, ovalization was observed at the distal tip. The procedure was completed using another device and the same 3maxc and neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jet7 was stretched approximately 129.0 cm from the hub. The total length was measured approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed a stretch on the distal shaft. This stretch was likely the reported ovalization. If the device is forcefully retracted against resistance, damage such as this may occur. During functional testing, the returned jet7 was able to be advanced through a demonstration neuron max without issue. The root cause of the resistance could not be determined. The distal tip of the returned jet7 was inspected and no ovalized was observed. Evaluation of the returned neuron max revealed a kink on its mid-shaft. This kink was likely incidental and could have occurred during packaging for returned to penumbra. The complaint indicated that the neuron max was used to complete the procedure and there were no allegations against the neuron max. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.